Event description:
(B)(4) clinical study. It was reported that side branch occurred. In (B)(6) 2013, the patient presented with silent ischemia. Abnormal stress test or imaging stress test indicated ischemia prior to procedure. The patient was referred for elective cardiac catheterization. Target lesion # 1 was located in the 1st diagonal with 99% stenosis, which was 18 mm in length and with reference vessel diameter of 2.50 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 x 20 mm study stent. Following post dilatation residual stenosis was 0%. Target lesion # 2 was located in the distal left circumflex (lcx) with 90% stenosis, which was 24 mm in length and with reference vessel diameter of 3.00 mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00 x 28 mm study stent. Following post dilatation residual stenosis was 0%. Target lesion # 3 was located in the 2nd obtuse marginal (om) with 90% stenosis, which was 18 mm in length and with reference vessel diameter of 2.50 mm. Target lesion #3 was treated with pre-dilatation and placement of a 2.50 x 20 mm study stent. Following post dilatation residual stenosis was 0%. Baseline core lab angiography result revealed 0% side branch stenosis at distal lcx. Post procedure angiography revealed 80% branch percent stenosis in distal lcx. On the next day, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).